Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus calibration of the programmer was disturbed. It was noted that the stylus was worn out. The stylus was replaced. Calibration was then carried out and was found to be working properly. The software was updated and the programmer then passed electricity safety test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus calibration of the programmer was disturbed. There was no patient involvement.